Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection approximately four weeks post implant of an implantable pulse generator (ipg) system with an absorbable envelope. Blood cultures were taken and tested negative. The ipg system was explanted and replaced by a transcatheter pacing system. No further patient complications have been reported as a result of this event.